Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. No changes have been made and the rv lead remains in service. No adverse patient effects were reported.